Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 3006705815-2021-00933 and 3006705815-2021-00934. It was reported that the patient¿s lead has become wrapped around the ipg. As result, the leads were explanted and replaced. Effective therapy was established post-operative.